Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp. The malfunction was duplicated and attributed to a faulty lithium battery on the system board. Zoll recommends replacement of the lithium battery every 5 years. Analysis for reports of this type has not identified an increase in trend.